Event description:
It was reported that the system would not display a fluoroscopic image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and repaired one of the interconnect cable connectors. The system operates as intended.